Event description:
In late 2008, the patient reported that she changed her insulin cartridge this morning and now her blood glucose measured 300 mg/dl. She stated that she believes there is air in the insulin cartridge. She was instructed to disconnect from the infusion site and she was able to prime the air from the system. She stated that she did not allow the insulin to reach room temperature prior to use. She was advised to allow insulin to reach room temperature prior to use. She was advised to allow insulin to reach room temperature. She stated that she changes her infusion site every 4 days and the infusion tubing every 8 days. She was advised to change the infusion site every 3 days and the infusion tubing every 6 days. Upon follow up the next day, the patient reported that her blood glucose was "doing great". She stated that she is a brittle diabetic and her blood glucose ranges from 30-600 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.